Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. Approximately 8 minutes into the procedure, the system displayed and "fluid loss" error message. The fluid leak resulted in a cervical burn; however, the procedure was completed successfully. The burn was treated with silvadene cream and there were no other patient complications.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.